Event description:
It was reported that during a gastrectomy, it was not changed correctly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Instrument a: misassembled clips. Instrument b: batch # d9e39h; damaged cartridge cover and handles. Evaluation summary: the analysis results for the mcm20 instrument a, found that it was returned non-functional. The clip located on the distal end was incorrectly loaded into the clip track; therefore, the remaining clips would not be fed into the jaws. However, no conclusion could be reached as to what may have caused the "not changed correctly" reported incident. Misassembled clips - the instrument b, was returned with the cartridge cover cracked in several areas. The plastic of the handles was noted to be brittle and the handle halves separated. No conclusion could be reached as to what may have caused the "not changed correctly" reported incident. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. Damaged cartridge cover and handles d9e39h. No incident related to the reported event was observed during the batch record review.